Event description:
It was reported that the device and leads were removed due to (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found. (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage.